Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hyperglycemia on (B)(6) 23:00. It was reported that the customer had high blood glucose levels ranged from 16.0 mmol/l to 33.1 mmol/l. It was reported that the customer had high blood glucose levels of 21.0 mmol/l at the time of admission. It was reported that the infusion set was changed on (B)(6) 2018. It was reported that the customer had high blood glucose levels of 33.1 before going to the hospital. The customer experienced symptoms such as nausea. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was performed. The customer reported that the drive support cap was normal. It was reported that the cannula was also bent. The customer was treated at the hospital after admitted at the emergency room. It was reported that the customer was treated with manual injection by the a nurse at the hospital. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.